Event description:
Per the audiologist, the pt reported poor sound quality when the cochlear implant system was activated. An x-ray (date not reported) showed a partial insertion of the electrode array into the cochlea. The pt's device was explanted in 2008 and a new device was reimplanted during the same surgery.

Manufacturer narrative:
There is no alleged device malfunction. No device analysis is required. This report filed, 1/14/09. This type of event is addressed in the device labeling.